Event description:
On (B)(4) 2013, the reporter contacted animas alleging that the patient has been having issues with elevated blood glucose (bg) for the past week. The reporter stated that on (B)(6) 2013 the patient's bg was around 400mg/dl with no symptoms. The patient was reportedly taken to the ER and was left on the pump but was treated with additional insulin injection(s). The patient was released and did not receive an insulin drip. The patient is reportedly very lean and the issue could be a site issue; however, the site/set could not be reviewed at the time of the call to animas. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; there was no pump defect found on troubleshooting. The reporter was advised to contact the patient's healthcare provider to discuss the reporter bg issues. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause and sought medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.